Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was detached from the telescope. Functional inspection revealed that the telescope is able to fully retract; however, it has some issues trying to fully advance due to the sheath detachment. Based on the evidence, the telescope retraction problem code can be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024: it was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but after pullback, the transducer did not return to the tip. The procedure was completed with another of the same device. There was no reported patient injury. However, device analysis revealed that the sheath was detached from the telescope.